Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with physical damage and cracked and bleeding display glass. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip. The displacement test could not be performed due to the display anomaly.

Event description:
It was reported that the customer's insulin pump was ran over by a vehicle. Customer's blood glucose level at the time 169 mg/dl. Advised insulin pump would be replaced. No additional information was provided.